Manufacturer narrative:
Unit passed the functional test, including the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08710 inches. However, unit received with unexpected battery power loss and had high sleep current due to corroded battery tube. The following were noted during visual inspection: corroded battery tube, minor scratches on case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the sensor was filled with blood and gave alert for change sensor. No harm requiring medical intervention was reported. The sensor will not be returned for the analysis and the insulin pump was returned for the analysis.